Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) developed a slow ventricular tachycardia (vt) at 130 beats per minute (bpm). The physician had tried to burst pace out of vt but that had increased the rate to 135-140 bpm with capture but it did not break the vt. The patient was cardioverted through their device with 21 joules which successfully broke the vt. Two days later, twice more the patient developed the same arrhythmia which was successfully broken with cardioversion using external paddles and the patient's own device. No adverse patient effects were reported.

Manufacturer narrative:
Information suggest this device remains in-service. Should additional information become available, this event will be updated.